Event description:
The consumer reported receiving a burn to her right leg from the heating pad. She did seek medical attention for the injury but did not mention any further complications from the burn. Burns of this nature are caused by the consumer laying or leaning against the heating pad which is contrary to proper use instruction.